Manufacturer narrative:
The sodium electrode lot number was ahs_2024 with an expiration date of 08-jul-2025. The chloride electrode lot number was abb_2024 with an expiration date of 06-apr-2025. The field service engineer found the sipper nozzle and solenoid valve were clotted and he cleaned them. He performed air purges, primed the reagent, and ran successful mechanism checks, ise checks, calibration, qc, and precision. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise results from the cobas pro ise analytical unit. The initial sodium result was 146 mmol/l and the repeat result was 161 mmol/l. The repeat result from another analyzer was 159 mmol/l. The initial chloride result was 100 mmol/l and the repeat result was 111 mmol/l. The repeat result from another analyzer was 109 mmol/l. The questionable results were not reported outside of the laboratory.